Manufacturer narrative:
At this time, the subject device (nor any related devices) is scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. For reference to related events, please see reports with the following patient identifiers: pcf-pq260i: (B)(6). Gif-xp290n: (B)(6). Maj-2317: (B)(6). 29 occurrences of incorrect reprocessing then use of pcf-pq260i: (B)(6). 157 occurrences of incorrect reprocessing then use of gif-xp290n: (B)(6).

Event description:
The customer reported that his olympus endoscope reprocessor had begun displaying an e01 error code. Upon further inspection, it was discovered that the water filter on the subject device had not been replaced for a significant period of time. According to the initial reporter, the facility¿s staff had reprocessed three different scopes using the subject device (see below devices). Gif-xp260n (0 occurrences of use). Pcf-pq260i (29 occurrences of use). Gif-xp290n (157 occurrences of use). The customer went on to confirm that the last time the water filter was replaced was in october of 2021. Reportedly, the water filter involved was an olympus maj-2317. There have been no reports of patient harm as a result of these events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update d9/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with black foreign material, however the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and the user's reprocessing methods were unknown. The event can be detected and prevented by following the instructions for use (IFU) which state: "operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" "·reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories -reprocessing manual_ manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel: flush the air/water channel with detergent solution - remove detergent solution from all channels" in addition, the following non-reportable malfunctions were found during the device evaluation; the scope cover was leaky/cracked, the light guide rod lens was cracked, the universal cord had wrinkled, the electrical contact of the plug unit was damaged, the angulations were out of specification, the connecting tube was snaky, the insulation resistance value was out of specification, the biopsy channel showed signs of wear, and the switch 1 button rubber was worn. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information which confirmed the water filter was not replaced due to the cost and low awareness of replacement. This report is being submitted for the following event: replacement of the water filter was overdue.